Event description:
It was reported the pt lost stimulation when she fell on the ipg site approximately a year ago. The sjm rep was unable to communicate with the ipg and was told by the pt that the ipg was last recharged about 9 months ago. The pt reported she was unable to establish communication with the programmer prior to discontinuing charging. The pt is consulting with the physician regarding the issue.

Manufacturer narrative:
Recall # 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.